Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported 'false upstream occlusion' alarms were confirmed through baxter's functionality testing as well as through review of the event history log, however, further testing was unable to reproduce this condition. The upstream sensor was replaced as a known contributor to this condition.

Event description:
During baxter's functionality testing, a spectrum pump had 'false upstream occlusion' alarms. There was no pt involvement.